Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. This was first noticed 2 weeks prior to report when pt attempted to program a bolus. Infusion device has been in use for 2 years, and pt boluses 3-4 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.